Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d. Implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.